Event description:
A report was received that a patient is experiencing pain at the ipg site and will undergo a pocket revision.

Manufacturer narrative:
The previous initial MDR was submitted in error. The events described in the initial MDR did not actually occur.

Event description:
A report was received that a patient is experiencing pain at the ipg site and will undergo a pocket revision.